Event description:
The user facility reported to terumo cardiovascular systems that, one hour into cardiopulmonary bypass, the high pressure was exceeding the gradient. Despite multiple attempts to retrieve the necessary info, all requests have gone unanswered. There has been no report or injury or blood loss and no knowledge of any consequence or impact to the pt. It is unk if the product was changed out. It is unk if the surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for eval; therefore, the investigation has yet to be completed. Terumo will be submitting a follow-up report when more info becomes available. (B)(4).